Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the nurse stated that the patient went to the renal unit, conscious, oriented, and when the product was being used at the hospital, there was leakage of peritoneal fluid by catheter. Physical examination was performed and peritoneal fluid leakage was evidenced at the level of the catheter and titanium adapter junction, urgent titanium line and adapter change was performed, then permanent peritoneal fluid with dianeal x 2.5% x 2000 ml for a period of three hours and subsequently drained turbid liquid, on the order of the nephrologist, fluid culture, gram, antibiogram, cell count, started amikacin 100 mg ip (intraperitoneal injection) every 24 hours and cefazoline 1 gr every 24 hours ip performed. The outcome was that the patient presented a klebsiella pneumoniae peritonitis recio, complete scheme of antibiotic cefepime performed and peritonitis resolved. No hospitalization required. The catheter was not repaired, there was a leak from the luer adapter, no crack observed in the luer adapter, tego was not utilized and there was no luer adapter issue.